Event description:
The customer reported that without pressing any button from the remote control or column keypad, the column lifted up unintentionally. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device was inspected on-site by a field service technician. It was determined that the column keypad had an issue and therefore, it was replaced. The exchanged part was returned to the manufacturer for further investigation. The alleged failure could be confirmed during the manufacturer¿s investigation; the column keypad caused the initial allegation of the unintended operating table movement. After the exchange of the column keypad the operating table was working as intended. The identified issue with the column keypad will be further investigated and trended at the manufacturer. Based on this, no further actions are necessary.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported that without pressing any button from the remote control or column keypad, the column lifted up unintentionally. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).